Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a drip factor that was not accurate to the set infusion rate during patient therapy in the intensive care unit (ICU). The pump was set to deliver bumetanide as a primary infusion at 8ml/hr for a volume to be infused (vtbi) of 100ml. The remaining vtbi was 11.3 and actual volume left in the bag was ¿0. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update the date to 2/25/2025. Additional information: e1, g2 (add source), h6 (update codes), h11. H11: a review of the event history log identified a bumetanide infusion programmed to infuse at 8 ml/hr; no abnormalities was noted in the log that could have contributed to the reported condition. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.